Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline stent, risth catheter, phenom plus catheter, and phenom 27 catheter had visual disturbances. Patient reports having double vision/difficulty focusing when looking far left/right into the di stance. Bright squiggles across vision bilaterally. Disorientation when visually overstimulated. No actions were taken. The event is not resolved. Baseline aneurysm characteristics: side (hemisphere): right. Segment of internal carotid artery (ica): c6. Location of aneurysm in vessel: side branch. Aneurysm morphology: saccular. Maximum aneurysm diameter: 3mm. Aneurysm dome height: 3mm. Aneurysm dome width: 2mm. Aneurysm neck size: 2mm. Parent artery diameter distal to aneurysm: 3.7mm. Parent artery diameter proximal to aneurysm: 3.2mm. Significant stasis at the end of the procedure. Additional information received reported no actions or interventions were taken to resolve visual disturbances. The site stated that the relationship was causal to the procedure. Source states that at electasis, they identified a small dvaf from the right mma (possibly evd related) and they sealed it off using nbca glue. A right frontal davf, uti, nausea, (B)(6)2024 headache and a small right infaract was noted. Nausea headache ischemia stroke no problem detected device not returned no findings available fistula.

Event description:
Additional information received reported a dural arterovenous fistula (davf). During follow up dsa a small davf was identified from the right mma (possibly evd related). The patient was embolized on (B)(6) 2024. Complete neck coverage was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Access vessel was the radial right. Rist was used. The study device was successfully implanted in the subject. Wall apposition was achieved. The side branches were not covered by the pipeline device. No device flattening or twisting was identified. A uti was also treated with ceftriaxone and recovered/resolved on (B)(6) 2024. The urinalysis was positive for pyuria/blood in urine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that cec adjudicated event as not related to index procedure, device and apt. Cec later adjudicated as possible to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received no assessment for product, therapy, or procedure relatedness was made by the investigator, sponsor, or cec. The alleged issue, as documented in the aneurysm follow-up imaging crf for the year 1 follow-up visit ((B)(6) 2026), was a report of 'no' to complete wall apposition. The site has been queried to clarify this finding. No symptoms or actions taken were reported in association with this issue. There were no reported impacts to the patient, and no additional medical intervention was required to prevent permanent injury or impairment.

Event description:
Additional information was received reporting that the outcome status is recovered/resolved on 2025-06-06.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.